Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Manufacturer narrative:
Insulin pump received with stripped battery cap coin slot. Cracked case at display window corners, battery tube threads and minor scratched display window noted.

Event description:
It was reported by the customer that their insulin pump's battery cap was damaged and alarming. Customer stated that they had attempted to unscrew the battery cap and found it to be stripped. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped, but they are unable to remove the battery cap. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 187 mg/dl at time of reporting. Nothing further reported.